Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket infection. Reportedly, patient had inflammation, edema and swelling. A revision was performed and the crt-p along with the right ventricular (rv) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This rv lead was returned for analysis. Additional information from product investigation indicates that the allegation against this lead was not confirmed. Analysis of the returned product is not able to provide relevant information for infection-related allegations as pocket infection was known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket infection. Reportedly, patient had inflammation, edema and swelling. There were no additional adverse patient effects reported. This rv lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this lead was not confirmed. This lead was analyzed, passed all the baseline tests and exhibited normal lead functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket infection. Reportedly, patient had inflammation, edema and swelling. There were no additional adverse patient effects reported. This rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.